Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-17331. It was reported the patient presented to the emergency room with dizzy spells and a low heart rate. Upon interrogation, it was observed the right ventricular lead was failing to capture and the left ventricular lead had intermittent capture. Programming changes were completed to stabilize the heart rate. The leads were capped and replaced on (B)(6) 2021. The patient was stable.

Event description:
New information received indicated the entire system was explanted on 15 apr 2021. There was a worry of infection so it was explanted prophylactically. Later testing revealed no infection present. A replacement system was re-implanted at a later date. The patient was stable.